Event description:
The complainant reported that the impella cp was inserted and started but the cp cannula kinked, causing low flow and an impella stopped alarm. The cp was removed and a new impella cp was placed. There was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
Returned cp pump visually inspected. Cannula kink near outlet observed. No broken blade or biomaterial observed. Low pump flow: clinical details do not specify how cannula kink occurred. No patient vessel abnormalities were mentioned. Cannula kink confirmed on returned product. The root cause of the low pump flow issue was cannula kink as evidenced by kink seen on returned product, it is unknown how cannula kink occurred. Product damage (cannula kink): cannula kink confirmed on returned product near pump outlet. The cause of product damage (cannula kink) was determined to be a cannula kink as evidenced by kink seen on returned product, it is unknown how cannula kink occurred. Pump stop: cannula kink confirmed on returned product near pump outlet. The logs show an alarm #18 - impella stopped - reverse flow which per impella cp IFU, alarm #18 is retrograde flow meaning pump not running. The alarm occurrence here is likely as a result of a user input turning the pump down to p0. The returned pump passed electrical testing and there were no other abnormalities beside cannula kink. No problem was found as the root cause of the pump stop as returned product functioned as expected and no data log abnormalities were observed.

Manufacturer narrative:
H6 medical device problem code 1503 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29471.

Manufacturer narrative:
Returned cp pump visually inspected. Cannula kink near outlet observed. No broken blade or biomaterial observed. Low pump flow: clinical details do not specify how cannula kink occurred. No patient vessel abnormalities were mentioned. Cannula kink confirmed on returned product. The root cause of the low pump flow issue was cannula kink as evidenced by kink seen on returned product, it is unknown how cannula kink occurred. Product damage (cannula kink): cannula kink confirmed on returned product near pump outlet. The cause of product damage (cannula kink) was determined to be a cannula kink as evidenced by kink seen on returned product, it is unknown how cannula kink occurred. Pump stop: cannula kink confirmed on returned product near pump outlet. The logs show an alarm #18 - impella stopped - reverse flow which per impella cp IFU, alarm #18 is retrograde flow meaning pump not running. The alarm occurrence here is likely as a result of a user input turning the pump down to p0. The returned pump passed electrical testing and there were no other abnormalities beside cannula kink. No problem was found as the root cause of the pump stop as returned product functioned as expected and no data log abnormalities were observed.